Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a herniorrhaphy procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, the device broke the tip. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. Additional information has been requested.